Event description:
The customer reported the system displayed an interlock failure error message thereby resulting in a no boot situation. No report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The power supply was adjusted. The system was then found to be operating as intended.